Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during drain 1. The technical service representative (tsr) informed the home patient (hp) of the error's meaning. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. The hp disconnected that night when the error occurred. The hp would restart therapy tonight as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2012. She stated that the patient had told her about the alarm, but she did not have any information regarding what had happened that night. The patient was continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if any additional information is received.